Event description:
Resident was found in room against the end of the bed, leaning out of the chair. The foot pedals were moved out of alignment with resident's legs entangled in them. Two days prior, representative from w/c distributor had made same adjustments on w/c but w/c continued to not work properly.